Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of device dislocation ('left essure not visualized'), pelvic pain ('pain/some pain') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cysts'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: morbid obesity, fibromyalgia, tendonitis, kidney stone, ovarian cyst, uterine cancer, polyps, bipolar disorder, fibromyalgia, back muscle spasms, constipation, obesity, gallbladder operation, appendicitis, right lower quadrant pain, panic attack, arthropathy, high cholesterol, fatty liver, acid reflux (esophageal), irritable bowel syndrome, diverticulitis, premenstrual dysphoric disorder, arthritis, sleep apnea, difficulty in walking, endometrial ablation and appendicitis. She had dye test in jun. Concurrent conditions included: back surgery, sleep disturbance, abdominal bloating, abdominal pain, menses irregular, appendectomy, menstrual disorder and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metal/rashes or skin conditions type: from metal/nickel allergy"), migraine ("migraines/headaches"), migraine headache ("migraines/headaches"), nausea ("nausea/nausea bagan after gastric bypass surgery"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss bagan after gastric bypass surgery, but got even more worse after essure"), pain ovarian ("pain near ovaries"), foreign body in reproductive tract ("complications from your essure removal procedure, there was a metal clip or clamp left in me, back from when essure was implanted"), adnexa uteri pain ("pain near tubes") and flank pain ("sides pain"). And was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (oophorectomy (one side removal of ovary), tah; salpingo-oophorectomy left; right salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, migraine headache, nausea, fatigue, ovarian cyst, depression, acne, alopecia, pain ovarian, foreign body in reproductive tract, adnexa uteri pain and flank pain outcome was unknown. The reporter considered acne, allergy to metals, alopecia, depression, device dislocation, fatigue, flank pain, foreign body in reproductive tract, menorrhagia, migraine, nausea, ovarian cyst, pain ovarian, pelvic pain, vaginal haemorrhage, weight increased, adnexa uteri pain and migraine headache to be related to essure. The reporter commented: patient had used condoms from 2004 to present, for prevent std. Current weight 200 lbs. There was a metal clip or clamp left in me, back from when essure was implanted. Right: 4 coils, left: 3 coils. Left essure not visualized. This may be technical in nature. Doppler analysis of the ovaries was unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 43 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, result: total bilateral occlusion; pathology test: on (B)(6) 2014, surgical pathology report: 1. Uterus and cervix.: cervix with no pathologic features, proliferative endometrium, serosal adhesions. 2. Left fallopian tube and ovary: no pathologic abnormality. 3. Right fallopian tube: endosalpingiosis. 4. Appendix, appendectomy: fibrous obliteration of the appendiceal tip. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, ovarian cyst, pelvic pain, device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information added. Event: left essure not visualized added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure not visualized'), pelvic pain ('pain / some pain') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, fibromyalgia, tendonitis, kidney stone, ovarian cyst, uterine cancer, polyps, bipolar disorder, fibromyalgia, back muscle spasms, constipation, obesity, gallbladder operation, appendicitis, right lower quadrant pain, panic attack, arthropathy, high cholesterol, fatty liver, acid reflux (esophageal), irritable bowel syndrome, diverticulitis, premenstrual dysphoric disorder, arthritis, sleep apnea, difficulty in walking, endometrial ablation and appendicitis. She had dye test in jun. Concurrent conditions included back surgery, sleep disturbance, abdominal bloating, abdominal pain, menses irregular, appendectomy, menstrual disorder and dysmenorrhea. On 18-feb-2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metal/ rashes or skin conditions type: from metal/nickel allergy"), migraine ("migraines// headaches"), migraine headache ("migraines// headaches"), nausea ("nausea/nausea bagan after gastric bypass surgery"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss bagan after gastric bypass surgery but got even more worse after essure"), pain ovarian ("pain near ovaries"), foreign body in reproductive tract ("complications from your essure removal procedure - there was a metal clip or clamp left in me, back from when essure was implanted"), adnexa uteri pain ("pain near tubes") and flank pain ("sides pain") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (oophorectomy (one side removal of ovary), tah; salpingo-oophorectomy left; right salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oopherectomy). Essure was removed on 30-oct-2014. At the time of the report, the device dislocation, pelvic pain, weight increased, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, migraine, migraine headache, nausea, fatigue, ovarian cyst, depression, acne, alopecia, pain ovarian, foreign body in reproductive tract, adnexa uteri pain and flank pain outcome was unknown. The reporter considered acne, allergy to metals, alopecia, depression, device dislocation, fatigue, flank pain, foreign body in reproductive tract, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pain ovarian, pelvic pain, vaginal haemorrhage, weight increased, adnexa uteri pain and migraine headache to be related to essure. The reporter commented: patient had used condoms from 2004 to present for prevent std. Current weight 200 lbs. There was a metal clip or clamp left in me, back from when essure was implanted. Right: 4 coils, left: 3 coils left essure not visualized. This may be technical in nature. Doppler analysis of the ovaries was unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: 1. Uterus and cervix: cervix with no pathologic features. Proliferative endometrium. Serosal adhesions. 2. Left fallopian tube and ovary: no pathologic abnormality. 3. Right fallopian tube: endosalpingiosis. 4. Appendix, appendectomy: fibrous obliteration of the appendiceal tip.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, ovarian cyst, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure not visualized'), pelvic pain ('pain / some pain') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, fibromyalgia, tendonitis, kidney stone, ovarian cyst, uterine cancer, polyps, bipolar disorder, fibromyalgia, back muscle spasms, constipation, obesity, gallbladder operation, appendicitis, right lower quadrant pain, panic attack, arthropathy, high cholesterol, fatty liver, acid reflux (esophageal), irritable bowel syndrome, diverticulitis, premenstrual dysphoric disorder, arthritis, sleep apnea, difficulty in walking, endometrial ablation and appendicitis. She had dye test in (B)(6) . Concurrent conditions included back surgery, sleep disturbance, abdominal bloating, abdominal pain, menses irregular, appendectomy, menstrual disorder and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metal/ rashes or skin conditions type: from metal/nickel allergy"), migraine ("migraines// headaches"), migraine headache ("migraines// headaches"), nausea ("nausea/nausea began after gastric bypass surgery"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss began after gastric bypass surgery but got even more worse after essure"), pain ovarian ("pain near ovaries"), foreign body in reproductive tract ("complications from your essure removal procedure - there was a metal clip or clamp left in me, back from when essure was implanted"), adnexa uteri pain ("pain near tubes") and flank pain ("sides pain") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (oophorectomy (one side removal of ovary), tah; salpingo-oophorectomy left; right salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, migraine headache, nausea, fatigue, ovarian cyst, depression, acne, alopecia, pain ovarian, foreign body in reproductive tract, adnexa uteri pain and flank pain outcome was unknown. The reporter considered acne, allergy to metals, alopecia, depression, device dislocation, fatigue, flank pain, foreign body in reproductive tract, menorrhagia, migraine, nausea, ovarian cyst, pain ovarian, pelvic pain, vaginal haemorrhage, weight increased, adnexa uteri pain and migraine headache to be related to essure. The reporter commented: patient had used condoms from 2004 to present for prevent std. Current weight 200 lbs. There was a metal clip or clamp left in me, back from when essure was implanted. Right: 4 coils, left: 3 coils left essure not visualized. This may be technical in nature. Doppler analysis of the ovaries was unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: 1. Uterus and cervix: cervix with no pathologic features. Proliferative endometrium. Serosal adhesions. 2. Left fallopian tube and ovary: no pathologic abnormality. 3. Right fallopian tube: endosalpingiosis. 4. Appendix, appendectomy: fibrous obliteration of the appendiceal tip.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, ovarian cyst, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / some pain') and ovarian cyst ('other injury(ies) or complication (s) please describe: ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, fibromyalgia, tendonitis, kidney stone, ovarian cyst, uterine cancer, polyps, bipolar disorder, fibromyalgia, back muscle spasms, constipation, obesity, gallbladder operation, appendicitis, right lower quadrant pain, panic attack, arthropathy, high cholesterol, fatty liver, acid reflux (esophageal), irritable bowel syndrome, diverticulitis, premenstrual dysphoric disorder, arthritis, sleep apnea, difficulty in walking, endometrial ablation and appendicitis. She had dye test in (B)(6). Concurrent conditions included back surgery, sleep disturbance, abdominal bloating, abdominal pain, menses irregular, appendectomy, menstrual disorder and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metal/ rashes or skin conditions type: from metal/nickel allergy"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea/nausea began after gastric bypass surgery"), fatigue ("fatigue"), ovarian cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), alopecia ("hair loss began after gastric bypass surgery but got even more worse after essure"), the first episode of adnexa uteri pain ("pain near ovaries"), foreign body ("complications from your essure removal procedure - there was a metal clip or clamp left in me, back from when essure was implanted"), the second episode of adnexa uteri pain ("pain near tubes") and flank pain ("sides pain") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (oophorectomy (one side removal of ovary) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, fatigue, ovarian cyst, depression, acne, alopecia, foreign body, the last episode of adnexa uteri pain and flank pain outcome was unknown. The reporter considered acne, allergy to metals, alopecia, depression, fatigue, flank pain, foreign body, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, weight increased, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure. The reporter commented: patient had used condoms from 2004 to present for prevent std. Current weight (B)(6) lbs. There was a metal clip or clamp left in me, back from when essure was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: 1. Uterus and cervix: cervix with no pathologic features. Proliferative endometrium. Serosal adhesions. Left fallopian tube and ovary: no pathologic abnormality. Right fallopian tube: endosalpingiosis. Appendix, appendectomy: fibrous obliteration of the appendiceal tip. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, ovarian cyst, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received: case become incident. Event injury nos was replaced with new events. Events added: vaginal bleeding, menorrhagia, metal allergy, migraines, there was a metal clip or clamp left in me, pain near ovaries/tubes, hair loss, weight gain, ovarian cysts, depression, headaches, nausea, fatigue, pelvic pain, flank pain, acne. New reporter and consumer address were added. Patients dob, demographics were added. Removal and events onset date added. Lab data, medical history, concomitant condition and drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.